Event description:
It was reported that the touchscreen displays a distorted image. The customer is unable to interact with pump. There was no impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd a supplemental form will be completed.